Event description:
Reporter indicated that pt was scheduled for lead replacement surgery due to suspected lead malfunction. Device diagnostic testing at office visit in 01/2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. Neurologist indicated that the pt is non-verbal, but that physician has been able to tell by facial expressions at previous office visits that the pt was feeling stimulation. Device magnet output current was significantly increased in 01/2003 office visit to see if pt was feeling stimulation and there was no change in the pt's facial expression, indicating that magnet mode stimulation was not perceived by the pt. Lead break is suspected. Further follow-up revealed that the pt's ncp system (lead and generator) was explanted and the pt was not re-implanted because the vagus nerve was severed durign the explant procedure.